Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of lumbar disk herniation post laminectomy syndrome with left lower extremity radiculopathy , l5-s1. Post-op diagnosis was lumbar disk herniation post laminectomy syndrome with left lower extremity radiculopathy , l5-s1, with extruded herniated disk and extensive scar with stenosis . The patient underwent following procedures : decompressive lumbar laminectomy re-exploration left l5-s1 with lysis of adhesion and scar with extensive complete left facetectomy and extensive discectomy with decompression with insertion of peek cage with bmp with posterior lumbar intervertebral graft with autologous bone l5-s1 with use of the operating microscope. Per op-notes, ".. Interbody cage was prepared with autologous bone products with facet and lamina stripped of soft tissue , morsellized with bmp placed anteriorly within the cage and posteriorly autologous bone chips were placed within the cage .." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.